Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
The customer reported the vent backup battery and the external battery are not functioning. The vent will not work without the batteries working.

Manufacturer narrative:
G4: 25mar2020 b4: (B)(6)2020 per field service engineer the unit was not in use on patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:25mar2020 b4: (B)(6) 2020 the field service engineer (fse) evaluated the unit and no battery error codes found in the log. The customer wanted the external battery disconnected. The (fse) removed the external battery. The (fse) tested the back-up battery and it passed successfully. The (fse) installed a new power cord and ac cord clamp on he unit. The unit passed extended self test (est). The (fse) check power cord and ac voltage, and it was securely connected and proper voltage going into the power supply . The unit ran for 1/2 hour with no problems. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.